Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that an italian patient developed an irritation with boils every part that the device contacted his skin (no report that the boils were open or weeping). Patient also mentioned having psoriasis. There was no alleged device malfunction. The patient was prescribed cortisone cream by his doctor for the irritation. After using the cortisone cream, the patient reported that the irritation healed.